Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: there were 4 investigations completed during this period. Breakdown of 4 investigation with their respective lot numbers are as follows: cd12123 tip deformed. Cd05648 no product returned. Cc13800 no product returned. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: breakdown of the 8 events is as follows: tip deformed 4, cartridge damaged 1, tip broken 2, tip deformed, wing broken 1. Lot numbers of suspect products: unknown 2, ce02263 1, cd11540 1, cd12123 1, cd05648 1, cc13800 2. 3 investigations were completed and 5 are pending from the period. From the 3 investigations: stuck in cartridge and tip deformed were found in 2 investigations. Tip deformed was found in 1 investigation. In the investigation it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.